Manufacturer narrative:
A ge service rep performed an onsite investigation. The failure could not be duplicated. The contacts on gib and ffb boards were cleaned and reseated. The ac plug connection was tightened. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system continued to beep as if it was still making x-rays. Per the fse, a reboot was necessary. This resulted in a recoverable loss of imaging functionality. There is no report of injury or death associated with this event.